Manufacturer narrative:
The customer reported none of the lumens would flush, and returned a sample of material mz9273, lot 24039246. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water at all 3 lumens, and the complaint of fluid blockage was verified. The solvent connection throughout the whole set were examined under a microscope for evidence of excess solvent. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application. The solvent dispenser was upgraded from medegen to medica on (B)(6) 2025. In addition, a quality alert was issued by the plant on (B)(6) 2025 to communicate and reinforce the correct solvent assembly on the new dispenser. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following: it was reported by customer that, none of the three lumens will flush.